Event description:
The facility reports before the bath, the caregiver was positioning the resident (on the lift) over the tub. The tub was in the lowest position. The resident leaned forward on the chair; the lift tipped forward, and the resident fell into the tub. The resident's legs were caught between the bottom of the tub and the bottom of the bath lift. The resident sustained injury to the right knee and the upper leg was swollen and tender. Upon further medical review, it was confirmed the femur was fractured.